Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a confirmed finger-stick blood glucose of 465 mg/dl, with the automated report later showing glucose trending down; the user had recently performed a supply change without noting abnormalities. Investigation included technical support troubleshooting. Investigation of this case revealed no device malfunction identified. No symptoms and no reported clinical manifestations reported. Outcomes included no reported medical intervention. It was concluded that the event was user-reported hyperglycemia with cause unclear and that issue was resolved by changing the supplies and allowed the ilet algorithm to correct and deliver insulin. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.